Event description:
Reporter stated that a neonate's blood glucose was tested, using the inform system, with a result of 7.6 mmol/l. An additional sample was immediately obtained from the neonate and, when tested in the facility's lab, measured 5.8 mmol/l. Reporter did not indicate if pt was treated based on the value obtained on the inform system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.